Event description:
It was reported that the patient presented in clinic for post op check. Chest x-ray revealed that the atrial lead was dislodged. The lead was explanted and replaced. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.